Event description:
This lead was explanted and replaced due to impedances greater than 3000 ohms. Sensing was turned off. At lead revision noise was also observed.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. In the course of the visual inspection of the lead, a deformation of the lead body was noted 36.5 cm distal to the is4 connector pin. Furthermore the conductor coil was found deformed 21 cm distal to the is4 connector pin which most likely resulted from the extraction procedure. However the conductor coil and the insulation were intact. The electrical analysis of the lead, which was also performed under tensile stress, did not show any peculiarities. Subsequently the ICD was interrogated revealing the battery status bos, six charging cycles were recorded in the device memory. The memory content of the ICD was inspected. The inspection revealed an increased left ventricular pacing impedance of >3k ohm since (B)(6) 2017, confirming the clinical observation. Therefore, the impedance measurement functions of the device were tested and proved to be fully functional. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for both devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.